Event description:
It was reported that there was separation of the downstream occlusion seal (dso). There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion seal (dso) was separating from the device¿ was confirmed through visual inspection. Further investigation found upstream occlusion (uso) seal delaminated, battery door corrosion and odo: 11328234. Replaced dso seal, uso seal, battery door, and motor. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.